Event description:
The tech alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail release lever is cracked. The tech replaced the side rail release lever, center arm and pin to resolve the issue.